Event description:
It was reported that the radiofrequency programmer head was unable to interrogate devices consistently. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of inconsistent interrogation and noted that the uplink tests were out of specification, therefore its cable was replaced. (B)(4).